Manufacturer narrative:
This device currently remains implanted and in service. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. A decrease in the estimated battery longevity was observed between follow-up visits. The remaining longevity is currently showing 1.5 years, with 209% power usage. A copy of device memory was saved and submitted to technical services (ts) for review of device data, which confirmed that the power consumption is increasing abnormally. A ts consultant discussed that if the behavior remains unchanged, there is sufficient reserve for the device to maintain normal therapy functions for 90 days before elective replacement indiator is triggered, after which the device should be replaced, or the battery status reassessed. This device currently remains implanted, and therapy remains available. No adverse patient effects were reported.

Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. A decrease in the estimated battery longevity was observed between follow-up visits. The remaining longevity is currently showing 1.5 years, with 209% power usage. A copy of device memory was saved and submitted to technical services (ts) for review of device data, which confirmed that the power consumption is increasing abnormally. A ts consultant discussed that if the behavior remains unchanged, there is sufficient reserve for the device to maintain normal therapy functions for 90 days before elective replacement indicator is triggered, after which the device should be replaced, or the battery status reassessed. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
This product has been received. Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. A decrease in the estimated battery longevity was observed between follow-up visits. The remaining longevity is currently showing 1.5 years, with 209% power usage. A copy of device memory was saved and submitted to technical services (ts) for review of device data, which confirmed that the power consumption is increasing abnormally. A ts consultant discussed that if the behavior remains unchanged, there is sufficient reserve for the device to maintain normal therapy functions for 90 days before elective replacement indiator is triggered, after which the device should be replaced, or the battery status reassessed. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis, and the investigation is currently in progress. Currently the date of explant is unknown but has been requested from the field. At this time, this information has not been provided.